Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test. Device had a stripped battery cap at coin slot, cracked battery tube threads, cracked reservoir tube lip and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the battery cap was stripped. Customer was unable to remove the battery cap. Customer's blood glucose was 420 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.